Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pocket irritation and infection shortly after implant. An absorbable envelope was present at the time of the system implant. The implantable pulse generator (ipg) system was explanted. Antibiotic treatment was administered and cultures were taken. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.